Manufacturer narrative:
The product was not returned for evaluation. A site visit was conducted to discuss the issue with the physician, who is a cardiac anesthesiologist. The physician commented that the locking mechanism on the contamination shield of the latex-free swan-ganz catheters is inadequate and he was able to demonstrate the looseness he was experiencing by tightening down the tuohy-borst type adapter on the distal end of the contamination shield and pulling on the swan-ganz catheter. He also commented that if he excessively tightens the adapter, it may affect the flow rates through the catheter lumen. During the procedure associated with this event, he used the 9fr auto/high flow introducer (pn 597260) provided with the c146 synthetic balloon catheter (intro kit i505bf9nl), which is the same introducer that is used with standard swan-ganz catheters (cdp kit s507bf09). The complaint issue could be confirmed during discussion with the physician; however, there are no indications that the product is out of specification. It was noted that the synthetic catheters do have a smaller diameter than the latex catheters and the issue of the catheter/contamination shield fit will be further evaluated. Additionally, other possible kit configurations will also be evaluated.

Manufacturer narrative:
A follow up site visit was conducted to discuss alternatives for the non-latex balloon swan-ganz introducer kit with the cardiac anesthesiologist who filed the complaint. The conversation included the possibility of using the introducer with the manual locking mechanism as opposed to the automatic one they currently have in their kits. The anesthesiologist tested this on sample catheters and felt it was a great improvement over their current devices. He did note that the sidearm was smaller on the manual sample which may be a problem in certain cases requiring large infusion capacities, such as liver transplants. An edwards engineer provided the anesthesiologist with some background on the latex-free swan-ganz and that our testing demonstrated that the balloon on this device was sensitive to damage when placed through the introducer. As a result, edwards won't recommend this alternative introducer to use with the latex-free swans. Edwards committed to investigating whether the introducer with the manual lock is available in a 9 fr and if it could be ordered with the larger bore sidearm. It is not yet known if this issue can be resolved with the latex free device as this may require extensive testing and possible regulatory filings. Edwards will communicate anesthesiologist concerns back to management.

Event description:
It was reported that during use of a latex-free swan-ganz catheter, the catheter pulled back into the patient's right ventricle and caused an episode of ventricular tachycardia after the patient had been delivered to the ICU. The physician returned to reposition the catheter and no patient injury occurred. As reported, the physician had taken extra measures to secure the catheter by taping it to the patient's forehead.